Manufacturer narrative:
Essure health care provider general questionnaire received on 25-aug-2015: patient's weight and height were added. Her body mass index (bmi) was (B)(6). Past medical history included c-section. She was not postpartum at time of essure insertion. The device insertion and the visualization of tubal ostium were considered easy. During procedure analgesia with percocet, toradol and lidocaine paracervical block was applied. More than 1500cc of fluid loss during hysteroscopy was denied and the procedure did not take more than 20 minutes. In (B)(6) 2015 the patient underwent a CT (computerized tomogram) which revealed lymphadenopathy of chest and abdomen. Due to concerns for lymphoma per CT findings she was hospitalized in the same month. On (B)(6) 2015 the patient underwent a pelvic tv ultrasound which showed appropriate essure placement bilaterally. Hsg (hysterosalpingography) was not performed 90 days post insertion. After undergoing a mediastinal biopsy she was diagnosed with sarcoid. On (B)(6) 2015 essure was removed by patient request. Method of removal: laparoscopy. She underwent a bilateral salpingectomy to remove the devices. The pathology results showed no diagnostic abnormality. During surgery it was found that essure was properly placed. After removal of essure patient had no further pelvic pain; according to reporter she was happy. The physician stated that it hard to answer whether the events were caused by essure. The alternative explanation would be the new diagnosis of autoimmune disease. Company causality comment: this medically confirmed, spontaneous case report refers to a (B)(6) female patient who was hospitalized due to cramping/pain in lower left quadrant/pelvic pain, chest pain and shortness of breath 6 days after essure (fallopian tube occlusion insert) insertion. She was discharged and later diagnosed with sarcoid. Approximately 3 months after insertion, she underwent a bilateral salpingectomy to remove essure devices and after that surgery she no longer had pelvic pain. All these events are serious due to hospitalization, except for sarcoid and autoimmune disorder that are serious due to their medical importance and pelvic pain due to required intervention. They are unlisted according to essure's reference safety information, except for cramping/pain in lower left quadrant and pelvic pain, which are listed. Sarcoidosis (also known as sarcoid) is a multisystem inflammatory disease of unknown etiology that manifests as noncaseating granulomas, predominantly in the lungs and intrathoracic lymph nodes. In this particular case, symptoms started 2 days after insertion. A CT scan showed denopathy of chest and abdomen. She was later diagnosed with sarcoid. The physician also believed that an autoimmune disorder could be an alternative explanation for these symptoms. Given sarcoid and autoimmune pathophysiology, and localized action of essure in fallopian tubes, a causal relationship with essure is considered very unlikely. Regarding the reported lower left quadrant pain/pelvic pain, limited information was provided. It is unclear if this event occurred due to arthralgia, due to lymphadenopathy of abdomen (and was thus related to sarcoid), due to an autoimmune disease or if it referred to essure-related procedure pain. Although the devices were in good position at ultrasound and pathology report; considering event's nature, its close temporal relationship with essure insertion and also the fact that she recovered from pelvic pain after removal of essure devices and fallopian tubes, causality with the suspect insert cannot be excluded by now. This case is regarded as incident since hospitalization and device removal were required. Product technical complaint (ptc) analysis concluded an unconfirmed quality defect. Based on available information, there is no reason to suspect quality defect of the product.

Manufacturer narrative:
Data correction: the product code knh was replaced with hhs.

Manufacturer narrative:
Follow-up information received on 22-jan-2016: a preliminary fact sheet pursuant to tolling agreement was received. This is a legal case. It was informed that essure was inserted on (B)(6) 2015 (discrepant with information previously reported). The patient experienced bloating, swollen lymph nodes, pelvic pain, stabbing painful intercourse and severe headaches everyday. Essure was removed in (B)(6) 2015. Company causality comment: this medically confirmed, spontaneous case report refers to a (B)(6) female patient who was hospitalized due to cramping/pain in lower left quadrant/pelvic pain, chest pain and shortness of breath 6 days after essure (fallopian tube occlusion insert) insertion. She was discharged and later diagnosed with sarcoid. Approximately 3 months after insertion, she underwent a bilateral salpingectomy to remove essure devices and after that surgery she no longer had pelvic pain. All these events are serious due to hospitalization, except for sarcoid and autoimmune disorder that are serious due to their medical importance and pelvic pain due to required intervention. They are unlisted according to essure's reference safety information, except for cramping/pain in lower left quadrant and pelvic pain, which are listed. Sarcoidosis (also known as sarcoid) is a multisystem inflammatory disease of unknown etiology that manifests as noncaseating granulomas, predominantly in the lungs and intrathoracic lymph nodes. In this particular case, symptoms started 2 days after insertion. A CT scan showed denopathy of chest and abdomen. She was later diagnosed with sarcoid. The physician also believed that an autoimmune disorder could be an alternative explanation for these symptoms. Given sarcoid and autoimmune pathophysiology, and localized action of essure in fallopian tubes, a causal relationship with essure is considered very unlikely. Regarding the reported lower left quadrant pain/pelvic pain, limited information was provided. It is unclear if this event occurred due to arthralgia, due to lymphadenopathy of abdomen (and was thus related to sarcoid), due to an autoimmune disease or if it referred to essure-related procedure pain. Although the devices were in good position at ultrasound and pathology report; considering event's nature, its close temporal relationship with essure insertion and also the fact that she recovered from pelvic pain after removal of essure devices and fallopian tubes, causality with the suspect insert cannot be excluded by now. This case is regarded as incident since hospitalization and device removal were required. Product technical complaint (ptc) analysis concluded an unconfirmed quality defect. Based on available information, there is no reason to suspect quality defect of the product.

Event description:
This is a spontaneous case report received from a medical doctor in united states on 08-jul-2015 which refers to a (B)(6) female patient who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2015; with lot number b76526. Patient was not pregnant. On (B)(6) 2015, the patient contacted physician's office complaining of chest pain and shortness of breath. She was admitted into a hospital on (B)(6) 2015. The patient experienced cramping and pain in lower left quadrant, pelvic ultrasound showed nothing wrong. A CT scan was also done and adenopathy was diagnosed. The patient was discharged from hospital on the next day. On (B)(6) 2015 patient went back to doctor's office and said she though essure caused adenopathy. The physician performed ultrasound and test showed essure had good placement. On (B)(6) 2015, diagnostic media stenoscopy was performed and diagnosis of sarcoid and inflammation in the mediastinum (in the chest) was made. The patient stated she wants essure removed. Ptc investigation result was received on 15-jul-2015. This adverse event report is related to a product technical complaint (ptc). The bayer reference number for the ptc report is: ptc local number (B)(4) and ptc global number (B)(4). Final assessment: since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. In this case, we conducted a review of the manufacturing batch record b76526 (production date 01-oct-2013 and expiration date 31-oct-2016) and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: this ptc was initiated due to a request for confirmation of quality. The reported adverse event considered related is a known, possible, undesirable event and not indicative of a quality deficit per se. No similar ae case reports have been received to date in relation to the reported batch. No batch signal could be identified. The batch documentation of the reported batch was reviewed. No complaint sample was provided for a technical investigation. The technical assessment concluded unconfirmed quality defect. In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Company causality comment: this medically confirmed, spontaneous case report refers to a (B)(6) female patient who was hospitalized due to cramping/pain in lower left quadrant, chest pain and shortness of breath 6 days after essure (fallopian tube occlusion insert) insertion. She was discharged and later diagnosed with sarcoid. All reported events were considered serious due to hospitalization and medical importance. They are unlisted according to essure's reference safety information, except for cramping/pain in lower left quadrant, which is listed. Sarcoidosis (also known as sarcoid) is a multisystem inflammatory disease of unknown etiology that manifests as noncaseating granulomas, predominantly in the lungs and intrathoracic lymph nodes. Its main symptoms include dyspnea, chest pain and arthalgias. In this case, patient started experiencing chest pain and dyspnea 2 days after essure placement. A CT scan showed adenopathy and she was later diagnosed with sarcoid. Given sarcoid pathophysiology, and considering it as an alternative explanation for patient thoracic symptoms, causality with essure is considered very unlikely. Regarding the reported lower left quadrant pain, limited information was provided. It is unclear if this event referred to arthralgia or occurred as a consequence of adenopathy (and was thus related to sarcoid) or if it referred to lower abdominal pain related to essure procedure. Although the devices were in good position at ultrasound; considering event's nature and its close temporal relationship with essure insertion, causality with the suspect insert cannot be excluded by now. Since hospitalization was required, this case was regarded as an incident. Product technical complaint (ptc) analysis concluded to an unconfirmed quality defect. Medical ptc assessment considered that, based on the available information, there is no reason to suspect quality defect of the product. Follow-up information is being sought.